Manufacturer narrative:
(B)(4). Device evaluation: the blue winged cap was noted to be securely tightened on the white luer upon sample receipt. A leak test was subsequently performed on the unit by refilling the reservoir with red color water. After prime was verified, the blue winge cap was securely tightened on the white luer then the device was being monitored for 24 hours. After approximately three hours of leak monitoring period, leakage was readily detected at the connection of the blue winged cap. The assignable cause was insufficient bonding. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which there was a leak observed at the connection of the luer adaptor and the blue winged cap. The hospital was sure that the blue winged cap was fastened. The device was filled with 5-fluorouacil and normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.